Event description:
It was reported that a user experienced a severe low blood glucose event while using the ilet bionic pancreas, describing dizziness and pronounced hunger, with the cause of hypoglycemia unclear. Symptoms included hypoglycemia manifested by dizziness and hunger. Outcomes included no reported hospitalization or long-term impairment. Investigation included outreach to obtain additional details. Investigation of this case revealed no device malfunction reported and no device component issue identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.